Event description:
Reportedly, had a patient on chemo 260ml bag set to deliver 10.8 ml per hr and should have taken 24 hours to deliver. It completed 2 hrs and 40 minutes too soon. Patient was not injured and facility did not file a pir, but did file an internal occurrence report. They have not ruled out wastage since it was less then 20mls. They would like a volumetric accuracy test done at low volume like 10.8ml/hr.

Manufacturer narrative:
Device evaluation results: the pump was tested at a rate of 10.8ml/hr to deliver 5ml. Standard volume delivery tests were also performed. The pump met all specifications, including occlusion. The pump's operation log was reviewed. There were two infusions set to deliver at 10.8ml/hr; one on (B) (6) 2008 and one on (B) (6) 2008. Neither was set to deliver 260ml. One was set to deliver 245ml, the other 250ml.